Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt that they had pauses, a slow heart rate and that their implantable pulse generator (ipg) was not functioning properly. It was further reported that the right atrial (ra) lead exhibited under-sensing. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.